Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of nausea, dry heaving, fibrin, cloudy effluent, abdominal pain, right shoulder pain and peritonitis requiring hospitalization and antibiotic therapy. The definitive etiology of the event(s) is unknown; therefore causality cannot be determined. However, undergoing pd therapy is associated with a high incidence of peritoneal infections. Based on the information available at the time of this clinical investigation, there is no evidence or documentation indicating the liberty select cycler and/or liberty cycler set in any way caused or contributed to the event of peritonitis. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
During follow-up for a separate event, it was reported the patient was hospitalized for peritonitis. The discharge summary was received, and revealed the patient was hospitalized from (B)(6) 2018 through (B)(6) 2018 due to peritonitis. The patient presented to the emergency room (ER) with diffuse abdominal pain, cloudy effluent fluid, fibrin, nausea, dry heaving and right shoulder pain (due to dry heaving). Peritoneal effluent fluid cultures and cell counts were obtained in accordance with the hospital¿s ¿peritonitis protocol,¿ and the patient was given an initial dose of intraperitoneal (ip) ceftazidime and vancomycin (dosages unknown). The peritoneal fluid cell count detected an elevated wbc count of 4.1k (value unknown) with 93% neutrophils, and the peritoneal fluid cultures detected gram negative serratia marcescens. Due to contraindication for fungal prophylaxis and the presence of gram negative rods; the vancomycin was discontinued. The patient was discharged home with pain medication (norco), and directed to continue self-administering ip ceftazidime 2 gm every 48 hours for 2 weeks.